Manufacturer narrative:
The field service engineer (fse) found that the rinse volumes were misadjusted, the sample probe showed signs of contamination, and the sonic wash station had salt buildup. The rinse volume was adjusted, the sample probe was replaced and adjusted, and the sonic wash station was cleaned. The fse successfully ran a 21 cup precision check using qc material to verify analyzer operation. The customer ran qc successfully. The service actions performed by the fse resolved the issue.

Event description:
The initial reporter received questionable results for 138 patient samples tested for crep2 creatinine plus ver.2 on a cobas pro c 503 analytical unit. Amended reports were sent for 121 patient samples. The customer provided discrepant results for 41 patient samples. Refer to the attachment to the medwatch for the patient data. The initial results were reported outside of the laboratory. The samples were repeated on a cobas 6000 because the results were lower than expected. The repeat results were deemed correct. The reagent lot is 61895101. The expiration date was requested but not provided.